Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation confirmed the reported result discrepancy. The cobas mpx assay generated non-reactive results for hiv, hbv, and hcv on two separate sample ids from the same donor. Subsequent serological testing on the roche e801 analyzer, abbott alinity s assay, and an immunoblot confirmatory test generated reactive results for hiv and hcv. A review of the reagent kit lot k00715 did not identify any systemic product issues. The root cause of the non-reactive results could not be definitively determined; however, it is possible that the discrepancy is related to the donor's ongoing antiviral therapy. The observed discrepancy is likely sample-specific. The blood bag associated with the donor sample was not released and was discarded. No harm was reported in relation to this event.

Event description:
The initial reporter alleged a result discrepancy with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. On (B)(6) 2024, the same donor sample was tested under two different sample ids (B)(6) using the cobas mpx assay. Both tests generated hiv non-reactive, hepatitis b virus (hbv) non-reactive, and hepatitis c virus (hcv) non-reactive results. The same donor sample was subsequently tested using serological testing on the roche e801 analyzer, which generated hiv and hcv reactive results. Further testing with the abbott alinity s assay and an immunoblot confirmatory test also generated reactive results for hiv and hcv. The blood bag associated with the donor sample was not released and was discarded.